Event description:
On july 31, 2006, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter displayed the error 2 message. The medical affairs specialist (mas) left a phone message for the patient. The mas listened to the recorded call with the customer care advocate (cca). The patient takes amaryl and lantus insulin in the afternoon. In 2006, the patient attempted to test with the reported meter while she was shaking and sweating. She obtained an error 2 message. Prior to the event day, at 5:50 pm, she called her doctor while she was symptomatic. The doctor advised her to drink a "coke" quickly. After drinking, the patient tested with her other meter and obtained a result of 59 mg/dl. The patient's doctor advised her to hold her amaryl the following day. The patient said, the doctor also may adjust her insulin dosage. The patient told the cca, she was not sure if she put a test strip into the meter after the blood sample was applied. Doing so can cause an error 2 message to appear. The cca walked the patient through retesting and the error 2 issue was resolved. The meter and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.